Event description:
It was reported that the pump was depleting quickly. Low power alerts occurred. Distributor reviewed pump function and confirmed reported issue. Customer's blood glucose was 162 mg/dl. Customer reverted to using another pump for insulin therapy.